Manufacturer narrative:
Further information was requested but is not yet available.

Event description:
It was reported through the journal of cardiology cases identifying a right ventricular (rv) lead that may be related to implanting the lead in the incorrect chamber due to the patients condition of situs viscerum inversus. The event was resolved by explanting and replacing the rv lead in the correct chamber. Specific patient information is documented as unknown. The patient was in stable condition following the procedure. Details are listed in the article titled "inadvertent left ventricular placement of ICD lead through the left subclavian artery right positioned in a patient with situs viscerum inversus and kartagener syndrome. Journal of cardiology cases https://doi.org/10.1016/j.jccase.2021.06.009.

Event description:
Additional information received indicated the patient experienced no adverse health consequences and no malfunction was alleged on the lead.